Event description:
It was reported that during the implant attempt the right atrial (ra) lead was causing diaphragmatic stimulation. The lead was not implanted and an active fixation lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.